Manufacturer narrative:
(B)(4). (B)(6). Corrective action has been initiated for the reported issue. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record has been reviewed. Product were found to have the same issue during the manufacturing and they have been discarded. Investigation results concluded that the reported event was likely due to product design. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the outer packaging of the bone cement was normal and intact, but the top sealing of the internal sterilization package was opened.